Manufacturer narrative:
The incident sample was requested but the customer has indicated that the device was disposed of by the facility. Further information has been requested regarding the issue, and if additional information is received a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported "esfacelacion" from the pad resulting in a temporary injury to the patient. The incident grounding pad was di scarded by the customer and is not available for evaluation.